Event description:
It was reported the right ventricular lead exhibited oversensing and noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.